Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the device by zimmer biomet (B)(4) on 26 may 2020 revealed the complaint could not be confirmed. The comb was found to be deformed. Repair of the device was performed by zimmer biomet (B)(4) on 26 may 2020 which included replacement of the comb. The device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
It was reported that before surgery the ratchet handle does not spin.